Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital for a device change out. During the procedure, the right atrial (ra) lead was connected to the new device and noise presented. The noise was oversensed, but did not lead to pacing inhibition. This ra lead was then surgically abandoned and replaced. Further review revealed that notes from a previous clinic had suggested there was a lead integrity issue. No additional adverse patient effects were reported.